Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a failed battery test alarm and bad battery alarms. Customer reported that newly replaced battery would show empty and when removed and put back it will show as full again. Customer's blood glucose was unknown. After troubleshooting, customer was advised to change battery and that battery cap would be changed. Customer was advised to call back is issue persisted after battery cap change.